Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to discomfort, grayish looking synovial material, black corrosion on the trunnion, metallosis with grayish green material throughout the capsule, and a thick fluffy grayish synovium. The stem and sleeve have been added to the complaint. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address pain and cup loosening. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on his right side on or about (B)(6), 2008. Pt experienced pain, difficulty walking, stiffness with movement, and a burning sensation in his hip joint. He also has excessive levels of chromium and cobalt. Pt has not yet scheduled a revision surgery.